Event description:
Caller reported an alarm labeled alarm 01. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to load a second new cartridge, which was successfully done, allowing insulin delivery to resume without further issues.